Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained his ipg site was causing irritation, especially while driving. It was reported the patient is very thin. The patient stated he has returned to medication to help alleviate the ipg site pain. Follow-up indicated the physician will not pursue surgical intervention for a while and other options will be evaluated in the meantime. No further information is available at this time.